Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single use ligating device loop would not deploy. The internal wire broke, not allowing the device to be released. The issue occurred during a therapeutic esophagogastroduodenoscopy (egd) procedure. The procedure was prolonged by 10-15 minutes and was completed using another similar device. There were no reports of patient harm.